Manufacturer narrative:
Correction: upon further review, it was noted section d-4 unique identifier (UDI) number did not populate in the initial MDR. Therefore, the UDI information is captured in this supplemental report. The following sections have been updated accordingly: section d-4 unique identifier (UDI) number: (B)(4). Section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 22-feb-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside medical bandages inside the original folding carton. The complaint simplicity was visually inspected, and the plunger rod tip was observed to be damaged. No damage to the cartridge was observed. Ophthalmic viscosurgical device ¿ viscoelastic (ovd) was not observed to be distributed throughout the cartridge, indicating that an inadequate amount of ovd was used, which could contribute to the complaint issue reported. The lens was visually inspected and was observed to be cut into three pieces. The lens was cleaned and further inspected, and scratches were observed on the lens. No further issues were observed. Complaint issue "lens damaged" was not identified during product evaluation. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a: 5 patient ethnicity and race: unknown, asked information unavailable. Section d-6a: date implanted: not applicable as the iol was not implanted. Section d-6b: date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dcb00 model intraocular lens (iol) was defective, perforated lens and patient contact was confirmed. There was no medical/surgical intervention and no surgical delays before an attempt was made to advance the iol. Balanced salt solution (bss) at room temp was used. The procedure was completed using another iol with the same model and diopter size, and it was implanted into the patient¿s ocular sinister (left eye). No further information is available.